Event description:
It was reported that (3) devices were used during a laparoscopic salpingectomy. It was reported by the rep that the atw35 instrument, with original cartridge fired fine without a problem. The device was reloaded and the device would close, but would not fire when the firing trigger was pulled. The reload was replaced and the device fired without incident. Another reload was loaded and the device locked out once again. A new device was used to complete the case. There was no consequence to the pt.